Event description:
It was reported during acu-loc 2 surgery, the driver tip broke. The surgeon was able to remove the driver tip. Additionally, it was reported the drill deformed during use. No adverse patient consequences were reported, and this issue did not prolong the procedure. This report is related to report numbers 3025141-2023-00296 and 3025141-2023-00297 for the driver and drill involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the screw was not received for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number are unknown. Based on the information received, the root cause could not be determined.